Event description:
Customer reported that a heparin infusion was found leaking through the IV tubing at the port proximal to the hub. As a result of the leaking the lab values would not reach therapeutic levels. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.